Manufacturer narrative:
This ipg serial number is included in a field advisory. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported that the pt suddenly lost stimulation. The pt programmer allegedly displayed a "stim off" message. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.